Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently shutdown. There was no reported adverse impact to the customer's blood glucose level. The customer will revert to an alternate form of insulin therapy. A replacement was sent to the customer to resolve the issue.